Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative phrenic nerve stimulation from the left ventricular (lv) lead. Lead amplitude was lowered and resolved the stimulation; however, the stimulation recurred and was more painful for the patient. The lead was then programmed off and resoled the patient's symptoms. An x-ray was reviewed and the lead did not appear to have moved. The lead remains in situ. No further patient complications have been reported as a result of this event.